Event description:
It was reported that 126 days after implantation of a 2.50x20mm taxus express2 drug eluting stent an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid right posterior descending artery (pda). A pre-intervention stenosis of 90% was reported. After pre-dilation with a 2.5x15mm maverick balloon, a 2.50x20 mm taxus stent was deployed. A post-interventional residual stenosis of 0% and timi grade 3 flow was reported. The patient received heparin and nitroglycerin during the procedure. No information concerning vessel calcification or tortuosity was reported. Patient complications were reported as "none". The patient presented 126 days after the initial procedure with an in-stent restenosis in the distal right pda. A pre-intervention restenosis of 85% was reported. After balloon dilation with a 2.0x20mm nc ranger balloon, a post-interventional residual stenosis of 0% was reported. Patient complications were reported as "none".